Event description:
Information was received regarding a cadd cassette reservoir. It was reported that immediately after starting to use the product, the customer noticed medical fluid was leaking from the connector; there was no patient injury.